Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 4. Details of surgery: sinus augmentation. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding, abscess, fistula and inflammation. No further patient complications were reported.